Manufacturer narrative:
Due diligence attempts have been made to obtain additional information and the status of the explanted device for return. At this time, no response has been received. In this case, the device was explanted after four years and three months due to unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Information regarding this explant was learned through our implant patient registry and attempts to get additional information regarding the condition of the device at the time of the procedure, patient's medical history, condition post-implant, and possible comorbidities have been unsuccessful; therefore, the root cause for the procedure remains indeterminable. If new information becomes available, a supplemental report will be filed. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information through its implant patient registry that a 23 mm aortic pericardial valve, implanted four (4) years and three (3) months, was explanted and replaced with another same model. No information has been made available regarding device return or reason for replacement. Multiple cardiac surgical procedure: mitral valvuloplasty with a 26mm edwards ring at implant. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
(B)(4)

Event description:
The valve was explanted due to aortic stenosis and regurgitation secondary to leaflet immobility caused by pannus growth.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.